Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 200 mg/dl to ¿high¿. High bg value not provided and cause was not known. Customer gave a correction bolus via the pump to address the high bg. Recommendation was made to discuss diabetes management with a health care professional.